Event description:
It is reported that complainant experienced inflation difficulties based on the inability to inflate the fms balloon and was only able to instill approximately one-half of fluid. Malfunctioned kit removed and replaced resulting in no harm to the patient. It is reported that this issue occurred on three (3) separate cases.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. It is reported that the product code for replaced kit not available, and at this time the facility has discontinued use of the 411107 (fms control) and has returned to the use of the 418000 (fms signal). It is also reported that at this time the facility plans to continue use of 418000 (fms signal) until additional in-servicing is completed. Troubleshooting recommendations were reviewed by convatec as follows: assuring that the syringe is securely engaged and depressing the black piston; assuring that the tubing from the port to the catheter is not twisted and that the balloon is at the same level as the port. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. The lot number was not provided. Therefore, we are unable to determine the specific manufacturing site. A return sample for evaluation is not expected. Please note: event description references "this issue occurred on three (3) separate cases" therefore; a separate 3500a form has been completed for the other 2 cases under (B)(6) and MFR reports: 2243969-2014-00143, 2243969-2014-00144 respectively. (This is report 1 of 3 to capture these cases). Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.